Event description:
Cutting balloon utilized for percutaneous transluminal angioplasty (pta) of arteriovenous (a-v) fistula of right upper arm. A cutting balloon was used through a 7 french sheath. After inflation to 10 atm when attempting to deflate balloon, the balloon would not deflate. Several maneuvers were attempted, including using stopcock to increase suction to deflate balloon. Also the balloon was unable to inflated. Vascular surgeon was consulted as well as the boston scientific rep for additional maneuvers. Sheath, balloon and wire were removed per interventionist after benadryl, labetalol and protamine given. Manual pressure applied by interventionist x 30 minutes with no bleeding noted. Thrill palpated in av fistula during manual pressure and post.